Event description:
Patient revised to address polyethylene wear of liner.

Manufacturer narrative:
Examination of the returned item confirms the observation. It is not unreasonable to expect poly material wear after approximately 21 years of implantation. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.